Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation, the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cables was excessive force. No adverse event resulted from the defective belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on multiple components on the monitor pca board. Additionally, the u500 processor was thermally damaged and the f600 fuse component was open. The root cause for the contamination was ingress of an unknown liquid. The root cause of the thermally damaged component could not be positively identified. The root cause of the open fuse could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables and that the patient's monitor would not power on.